Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary continued: rv and svc defibrillation impedance were consistently out of range since (B)(6) 2014. (B)(4).

Event description:
It was later reported that the high voltage coils had possibly fractured. Detections were turned off and the patient was to receive a new lead.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Data indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Impedance was greater than 200 ohms on (B)(6) 2012 and has been greater than 200 ohms multiple times since. There is also evidence of varying impedance since (B)(6) 2013. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing a daily alert. High impedance was observed on the high voltage portions of the right ventricular (rv) lead. The lead impedance trend also showed chronic and intermittent high impedance. The possibility of a loose connector on the implantable cardioverter defibrillator (ICD) was put forth. Action was planned to open the pocket and perform testing. The ICD and lead remain in use. No patient complications have been reported as a result of this event.